Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and differences between blood glucose vs sensor glucose levels. The customer reported blood glucose value of 50 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with manual injection/insulin pen, glucose/carb intake. The event involved product(s) mmt-7841zn, mmt-7040a, mmt-332a, mmt-1884, mmt-397a. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/ smartguard feature at the time of the event. Troubleshooting was performed for differences between between blood glucose vs sensor glucose levels and found insulin delivery was not suspended. No further patient complications were reported. Mmt-7841zn was requested for return and customer response was the device will be returned. Mmt-7040a was requested for return and customer response was the device will be returned. No product return is required for mmt-332a. Mmt-1884 was requested for return and customer response was the device will be returned. No product return is required for mmt-397a.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note, any cracks in or around the reservoir tube lip or in the retainer ring. Did not note, any cracks in the battery tube or in the battery threads. The pump was received, without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, self and displacement accuracy tests. No unexpected insulin flow block alarms or delivery anomalies were noted, during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool lists the following delivery related alerts/alarms around the event date: 7=no delivery occurred on (B)(6) 2024 @ 19:26:00, 19:35:00, 19:39:00, 19:41:00, 19:42:00 & 19:45:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. The case was cut open after visual inspection. Did not note, any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies and the motor inside the pump. In summary, the customer¿s report of both under or over delivery was not confirmed, during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.